Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt's vns lead and generator were explanted to allow for further testing and MRI of the pt for his epilepsy. The explanted lead and generator were returned for analysis. No anomalies were identified during the generator analysis and the generator performed per specifications. Analysis of the lead portion returned identified an abraded opening on the inner silicone tubing at the electrode section. With the exception of the inner tubing opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed during the visual analysis, with no discontinuities identified.